Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by debris in the pump head module (phm) channel. The dirt inside the tubing slot of channel b pump head was removed to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.? Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump that experienced failure code 810:11. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.